Event description:
Vascular occlusion [vascular occlusion]. Case narrative: united states report received from registered nurse on (B)(6) 2023 and refers to a 40-year-old female patient and had received rha3 on (B)(6) 2023, for unknown indication. A volume of .1-.2 milliliter (ml) of rha3 was applied on marionette using via cannula superficially technique. Gauge size was 22g. The patient¿s medical history and previous cosmetic procedures were not provided. Concomitant medications, and food supplements were not provided. On (B)(6) 2023, the patient experienced vascular occlusion (vo) from lower r side marionette treatment. The patient was treated with unknown volume of hylanex. At the time of this report the outcome of the event was not recovered. The intensity of the event was not reported. The product was not available for return. Health effect - clinical code: 2422, obstruction/occlusion. No additional information was available at the time of this report. Case comment: a causal relationship between the rha3 and reported vascular occlusion is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the information reported. The company will continue monitoring the benefit-risk profile for the product.